Event description:
The patient reported that their implantable neurostimulator (ins) was removed in 2014 because it was too close to their back. Whenever the patient rubbed up against it the ins hurt their back. The device was aggravating and could not take it anymore. After the ins was removed the patient was put on oral medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.